Manufacturer narrative:
Review of the device history records revealed no deviations that would contribute to the reported complications. The product met all pre-determined acceptance criteria. Review of sterilization records indicate the product was processed in accordance with product requirements and met all pre-determined acceptance criteria for sterility. The cause of the complications can not be determined from the provided information or the manufacturing records.

Event description:
It was reported that a (B)(6) woman, with (B)(6), underwent a bilateral prophylactic mastectomy with immediate breast reconstruction. Meso biomatrix was implanted along with tissue expanders for reconstruction. After 4 weeks of implantation, patient developed breast pain, rash, low-grade fever, hematoma and infection on the left breast. The post-operative hematoma was drained, the tissue expander was changed and the patient was treated with antibiotics. The meso biomatrix was integrated with the biological tissues and was not explanted. The complication resolved and the patient is doing well.